Event description:
The customer was no receiving the low reservoir alarm or the low battery warning. The self-test was performed and passed. In addition the customer stated that they were receiving no delivery alarms at night only. Advised to change the infusion set.